Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the immediate dental implant was placed in ada site 23 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's trauma to the implant, site complication, infection, pain, and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the immediate dental implant was placed in ada site 23 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's trauma to the implant, site complication, infection, pain, and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the immediate dental implant was placed in ada site 23 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's trauma to the implant, site complication, infection, pain, and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.